Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's device was depleted and therapy was off, and there was concern that the patient was at risk of se izures when therapy was off. The patient's representative said that the implant battery was approximately 80% the previous day with therapy on; however, on the next day, the battery indicated 0%, and after 30 minutes of charging, no increase was observed. During troubleshooting, the wireless recharger was hard reset, and charging improved to excellent quality, with the battery increasing to approximately 30%. The caller was guided to turn therapy back on, and charging continued. The caller reported recent increases in therapy settings, from 3 to 3.4, and expressed concern regarding rapid battery depletion. Pss sent an email to the field. Additional information was received from a manufacturer representative confirming that the patient was in the hospital due to seizures and reported battery behavior was consistent with prior information. The rep stated the nurse checked the battery and that it had been charged to approximately 70¿80% the prior evening, then depleted to 0% and shut off the following morning. Then they charged to 100% and remained at approximately 70% throughout the day. The rep noted that seizure activity began prior to therapy being turned off. Device measurements were reviewed, and impedance values of approximately 1600 ohms for monopolar and 2100 ohms for bipolar were reported. The rep stated they had only turned the therapy up a bit rom 3 to 3.4, were unable to see all usage, and inquired whether anything could be depleting the battery. Tss reviewed stimulation usage and environmental factors. A follow-up was initiated to obtain additional device data. The manufacturer representative provided additional information indicating that the cause of the ins rapid depletion was not determined and added that the most likely cause or contributing issue was the patient's negligence and thinking they charged, but they didn't. The rep added that they brought the patient a charger and charged the battery and turn the therapy back on. The manufacturer representative then followed up with the patient the next day, and all was working normally and holding a charge.